Manufacturer narrative:
Final analysis found normal pulse generator characteristics.

Event description:
It was reported that during implant procedure, when the lead was screwed into the pulse generators header loss of output was noted. The device was removed and replaced.